Event description:
It was reported to philips that system was not booting up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not booting up. Review of the log files shows ¿system was not booting up¿ malfunction. Upon troubleshooting, fse identified that the k cabinet - ep workstation pc was not booting properly. It was identified that the hard drive light did not have activity. Fse found that the cause of the problem was that the k cabinet- ep workstation pc was defective and needed to be replaced. To resolve the issue, fse replaced the k cabinet pc and re-configured. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.